Manufacturer narrative:
Additional info: g2, h2, h6, h11. Correction: h6 impact code should not have included f26. This report is being supplemented to provide additional information based on the completed investigation's review of the device evaluation and the final investigation. Based on the results of the investigation and because the device was not returned, the reported event could not be confirmed and a root cause could not be determined. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 100 colony forming units (cfus) of pseudomonas. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.